Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trident 0 degree e constrained liner. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Discarded.

Manufacturer narrative:
An event regarding dislocation involving a trident 0 degree e constrained liner was reported. The event was not confirmed. The device was not returned for identification or evaluation. No medical records were not provided. Device history review could not be performed as the device was not properly identified. Complaint history review could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: catalog no., lot ID, return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A dislocated constrained liner with a broken locking mechanism was revised on the right hip.

Event description:
A dislocated constrained liner with a broken locking mechanism was revised on the right hip.